Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited externalized conductors and noise. The lead was extracted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. Externalized conductors due to internal insulation abrasions were noted at 8.8-10.8 cm from the distal tip. Internal insulation abrasions were noted at 7.6-7.9 cm, 11.4-12.8 cm, 30.1-31.2 cm, 31.7-31.9 cm, and 32.8-33.2 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 21.6-21.7 cm, 23.1-23.2 cm, 23.5-23.6 cm, 25.5-25.6 cm, and 29.3-29.4 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 24.8-24.9 cm and 25.7-25.8 cm from the distal tip. The sensing conductor etfe coating was abraded from 24.8-25.8cm from the distal tip. This is consistent with the observations from the field of noise.